Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas, serial number mlp-014546 could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed frequent low flow hazard alarms and the account attributed the low flows to the patient¿s increasing right heart failure. The system controller event log file contains data from 15:12 through 15:57 on (B)(6) 2019. Frequent low flow events were captured throughout the file, resulting in 90 total low flow hazard alarms. Calculated average flow ranged from 2.0-2.4 lpm and calculated pi average ranged from 7.1-9.9 during these events. The pump speed did not drop below the low speed limit for the duration of the file. The system controller periodic log file contains data from (B)(6) 2019at 00:37 through (B)(6) 2019 at 15:36. Additional low flow events were captured intermittently throughout this file. Calculated pi average did appear to be slightly elevated during the low flow events. No additional atypical events were captured. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides an explanation of all pump parameters, including pump flow and pulsatility index. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Although no low flow hazard alarms were observed in the submitted log files, the IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 1 month, 4 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that device alarmed for low flow events on (B)(6) 2019. Patient experienced frequent low flow alarms and high pulsatility index alarms. CT angiogram of chest showed no outflow graft obstruction. Echo showed increased right sided heart failure. Milrinone was restarted. Patient was consulted for right heart catheterization (ehc). Patient was medically treated for right sided heart failure and then discharged to cardiac rehabilitation. Plan is to monitor, try and optimize medications to treat right sided heart failure.